Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 567-568 mg/dl and high ketone levels resulting in a visit to the emergency room (ER). Cause of high bg was not known. Ketone level was identified as dangerous by a healthcare provider. The customer administered a bolus via the pump and received intravenous (IV) fluids of saline and insulin while in the ER. No injuries were sustained, and customer was released the same day, with no permanent damage sustained. A system check was performed on the pump and the pump was functioning as intended. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event.